Event description:
The customer reported that the hemostatic forceps could not be pulled out during an unspecified procedure. The forceps got stuck in the middle of the forceps channel (the forceps did not protrude from the tip) and it did not move when pushed or pulled. The entire scope was removed, and another scope was used to complete the procedure. No abnormalities were observed on the outer surface of the scope. Reportedly, the forceps could be removed with good slippage in the forceps channel. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was a foreign material in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the reported issue (hemostatic forceps could not be pulled out) was not confirmed since the trapped forceps had been removed. However, multiple scratches were observed inside the forceps channel. In addition, service found that there was a leakage due to a pinhole on the forceps channel, the bending angle in up direction was out of specification due to wear of the angulation wire, there was play in the up/down knob due to wear of the angulation wire, the adhesive on the bending section cover was cracked, and the control unit was discolored. Scratches were observed on the plastic distal end cover, the protector of universal cord on scope connector side, the scope connector cover, the forceps control lever, the up/down knob, the right/left knob, the switch box, the scope cover, the universal cord, the grip, the control unit, and the scope connector. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the foreign material found in the nozzle was not able to be determined, as the foreign material could not be identified and the user reportedly reprocessed the device correctly. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". Inspection of the endoscope: 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function. Inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.